Event description:
A patient reported experiencing inaccurate high results with a one touch basic meter. The patient's blood glucose results were 192 mg/dl versus 103 mg/dl meter to lab. Tests were done within 10 minutes with a difference of 100 mg/dl. Patient did not experience any adverse events. No further information has been reported.